Event description:
It was reported the patient had no stimulation sensation the day prior to call. It was noted the stimulator was dead and needed to be replaced. It was reported the patient was able to increase stimulation, but did not feel it. It was not clear if the patient still had concerns or not, but they were working with their healthcare provider or manufacturer representative. Appointment dates of (B)(6) 2014 were noted.

Event description:
It was reported the patient had back surgery and the surgeon pulled out a piece of lead. It was noted the lead was from the old system that the surgeon could not get all of. It was reported the patient had had a three level laminectomy performed. It was noted the lead was cut as it was in the way of surgery. It was reported the cut lead was the only lead providing pain relief. It was reported the system was not providing pain relief. It was noted the system was replaced. It was reported the patient was getting great coverage and pain relief with the new system.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, product type lead; product ID 3587a25, lot # n112927, implanted: (B)(6) 2009, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37743fa, serial # (B)(4), product type programmer, patient; product ID 3550-09, lot # la6611, implanted: (B)(6) 2002, product type accessory; product ID 7495-51, serial # (B)(4), implanted: (B)(6) 1995, product type extension; product ID 37752, serial # (B)(4), product type recharger. (B)(4).

Manufacturer narrative:
(B)(4)